Event description:
The customer reported that during a gastrectomy, the instrument lost its silicone-insulation due to a tight septum of the used trocars. The application of the device continued and the customer reported being aware of possible danger of patient burns. However, a melting of the jaw insulation occurred on the patient. The melted portion was removed without operation and there was no injury to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.